Event description:
Customer reported unexpected positive reactions with gammaclone anti-d, at the immediate spin phase(is) when testing 3 patient samples that were previously typed as weak d negative with another lot of gammaclone anti-d. Methodology is tube testing. No adverse reactions or transfusions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
The customer did not return sample or product. The nature of the sample cannot be ruled out as contributing to the event.